Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on one lead and low impedances on the second lead. Attempts to program and reposition the patient were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
It was reported to abbott patient who could not enable MRI mode. They saw the message ¿MRI is not advised; there may be a problem with the implanted leads was observed.¿ the rep met with the patient and found high and low impedances that would not resolve. Reprograming was able to restore effective therapy. No intervention was planned at the time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.